Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.8mm variable angle (va) double drill guide broke into two (2) pieces during a tibial plateau procedure on (B)(6) 2016. The breakage reportedly occurred as the surgeon was inserting the static end of the drill guide into the locking hole of the 3.5mm va-locking compression (lcp) proximal tibial plate. A different, but compatible, drill guide was readily available for use. The procedure was competed successfully with no reported delays or patient impact. The patient's status at the completion of the procedure was noted to be stable. Concomitant device reported: 3.5mm va-lcp proximal tibia plate (part: 02.127.221, lot: unknown, quantity: unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. It was broken into two parts at the welding seam. The laser etching was readable. The part is visually in a good condition except of the breakage. The dimensions, relevant for capability of connecting the two components of the product were measured, and fulfill the specifications. The hardness of the fixed angle drill sleeve was measured with the results that it meets the specification. An additional investigation of the welding seam was triggered to evaluate the quality of the welding seam and to perform a positive material inspection. The positive material inspection by applying eds showed, that the correct raw material was processed. Further inspections of the seam also showed, that there are signs for a cyclic overload, possibly enforced by starting corrosion and caverns on the surface of the sleeve introduced the fracture. Due to incomplete side wall fusion it is likely, that the welding process has not been carried out adequate. The deviation between the hardness of the welding between sleeve and handle and the deviation in the microstructure of the different welding areas as well as the observed cracks are an evidence for cooling rates, which are inadequate. There are also used different types of steel (required by the drawing), which are difficult to weld (martensitic and austenitic material). This circumstance can also explain the beginning corrosion in the welding seam. Based on this the complaint is rated as confirmed and valid from the point of view of the manufacturing site. The dimensions of the welding seam are not defined in the drawing. It is also not defined, how much lever force the instrument is allowed to bear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product was returned in a packaging different from the original packaging. It was broken into 2 parts at the welding seam. The laser etching was readable. The part is visually in a good condition except of the breakage. Further inspections of the seam also showed, that there are signs for a cyclic overload, possibly enforced by starting corrosion and caverns on the surface of the sleeve introduced the fracture. Due to incomplete side wall fusion it is likely, that the welding process has not been carried out adequate. The deviation between the hardness of the welding between sleeve and handle and the deviation in the microstructure of the different welding areas as well as the observed cracks are an evidence for cooling rates, which are inadequate. There are also used different types of steel, which are difficult to weld. This circumstance can also explain the beginning corrosion in the welding seam. Based on this the complaint is rated as confirmed and valid from the point of view of the manufacturing site. A DHR review was performed for the affected lot. The production order 8214629 was started with 150 items until production step 20 with lot 8008832. Then the order was split, since a nonconformance occurred. The 139 conforming items were produced and finished with a further production order 8330726 lot 8132060. The 11 nonconforming parts were welded with additional welding material by mistake by the supplier and in the end the parts were scrapped. Finally during the DHR-check no abnormalities or deviations were detected, which could lead to the complaint failure. The hardness of the fixed angle drill sleeve was measured with the results, that it meets the specification. For the handle there was no hardness specified. Further review with a subject matter expert from sustaining engineering it was determined that the drawing adequately defines the weld for the device's intended use. This guide is simply joined with the plate temporarily to allow the pre-drilling of the bone prior to insertion of a screw. The weld serves as fixation weld and the drawing defines it as a circumferential weld. The drawing does not call out any dimensions or torque requirements, as there are none, no lever force was specified on the drawing since the device is a drill guide and it is not a lever/hammer/torque wrench. It was determined that as long as there is a clean circumferential weld on the part, the part will fulfill its intended use. Originally reported manufacture date was correct: october 31, 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation was completed: further review with a subject matter expert from sustaining engineering, it was determined that the drawing adequately defines the weld for the device's intended use. This guide is simply joined with the plate temporarily to allow the pre-drilling of the bone prior to insertion of a screw. The weld serves as fixation weld and the drawing defines it as a circumferential weld. The drawing does not call out any dimensions or torque requirements, as there are none, no lever force was specified on the drawing since the device is a drill guide and it is not a lever/hammer/torque wrench. It was determined that as long as there is a clean circumferential weld on the part, the part will fulfill its intended use. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.